Event description:
We had a pt that had a neurosciences camino complete micro ventricular bolt pressure monitoring and drainage kit that was not working properly and needed to be removed. During the removal, the end piece of the bolt broke off and a portion remained lodged in the pt's skull. The surgeon made a conscious decision to not remove the retained portion of the bolt but rather, placed a new kit. The surgeon felt the bolt that was removed may have been defective.